Manufacturer narrative:
Additional information: h6, h10. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the embolization cannot be determined; however may be due to procedural factors (as per medical opinion, the root cause of the embolization is that the valve moved on the balloon) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13510.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 26mm sapien 3 valve by transaortic approach in aortic position in a native bicuspid valve. Moderate push-force was needed to insert the certitude delivery system through the 18f esheath. After the operator started the inflation of the balloon of the certitude delivery system, the balloon filled first distally toward the nose tip and opened the distal part of the valve. The valve moved over the balloon in the aortic direction and was pushed into the ascending aorta. The physicians removed the certitude delivery system and the 18f esheath and the procedure was converted to open surgery. The heart surgeon removed the valve through ascending aorta. A second implantation of a 26mm sapien 3 valve was attempted via the transaortic approach. The implantation of the valve was successful with no pvl. The patient¿s hemodynamics was stable. The patient went on the ICU under ventilation (bronchial carcinoma). As per medical opinion, the root cause of the embolization is that the valve moved on the balloon for unknown reasons. The valve got stuck in the esheath because of the insertion angle of the esheath.